Event description:
During a very difficult procedure, the small introducer wire became stuck in a needle. The wire was withdrawn. When the pt's groin was viewed via x-ray, a small segment of the wire was noted within the femoral vein. The coronary angiogram continued. The pt was then sent to surgery for removal of the remaining segment of the wire.

Manufacturer narrative:
Visual examination: upon receipt, the distal tip (1 cm length) of the mini guidewire was separated from the remainder of the guidewire. The distal tip was intact and embedded in an unknown material (possibly human tissue). The distal half of the remaining guidewire length exhibited stretched coil windings. The actual kimal needle was not returned for eval. Dimensional examination: the outer diameter of the 0.038" guidewire was measured and found to be within dimensional specification. The condition of the returned guidewire is an indication that the guidewire was withdrawn through the kimal needle, while the tip of the wire was in the distal end of the needle cannula. It is recommended per the cordis instructions for use, that if the guidewire is used with a metal cannula needle. Do not withdraw the guidewire through the needle after it has been inserted. The cause for the fracture of this guidewire has been attributed to user error.